Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: community memorial hospital - (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there may be some reports of issues with the new indwelling urinary catheter trays. They had an issue where it appeared there was a hole in the urethral tubing and urine, and air was leaking out.

Manufacturer narrative:
The reported event was unconfirmed. Visual: received 1 all silicone foley catheter attached to the urine meter bag. Visual inspection noted no obvious observations. Inflated bard silicone catheter (16fr 41/24 size) using in house syringe and 10ml mbs. Balloon was able to inflate with no issues. Balloon was able to passively deflate using in house syringe under 5 minutes: 1 minute 23 seconds. The reported issue was not able to be replicated. The reported event is unconfirmed a labeling review is not required. DHR is not required since the reported failure was unconfirmed. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, f, h initial reporter name: community memorial hospital - (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there may be some reports of issues with the new indwelling urinary catheter trays. They had an issue where it appeared there was a hole in the urethral tubing and urine, and air was leaking out.